Manufacturer narrative:
Due to product not being returned, reported issue cannot be determined with only the information available. A review of the complaint database revealed similar complaints of 8345 alarms either sounding when they shouldn¿t or not sounding when they should. Investigations into these complaints revealed that the most likely cause of the reported complaint is the sw reed switch that either failed or was faulty per engineering doc #(B)(4). Other causes, such as corrosion and moisture damage on the printed circuit board, are also a possibility; however, it cannot be certain without physically evaluating the reported device. Being that the unit is already more than two years old since it was manufactured, it is unlikely that a manufacturing non-conformity contributed to the unit having no sound, and the likely cause of the reported issue is normal wear-and-tear. All complaints are trended and reviewed by management on a monthly basis. As a part of the monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. The instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. No corrective or preventative actions are necessary at this time. Manufacturer reference file# (B)(4).

Event description:
(B)(6) (psr57) was able to confirm the reported issue of two alarms that will not sound when the magnet is removed from the plate. Troubleshooting form has been saved in the temp drive. The date the issue was discovered is unknown.